Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient reported that they had gum recession at 2 teeth and now they have gum recession at 3 other teeth. Patient stated that their dentist believes this is due to their retainer being too tight against their gums. The patient was informed by a periodontist that they will need another gum graft if their gum recession gets worse. Requested information and diagnostic findings from dentist regarding recession.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.